Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. H 6. Investigation findings: c22 ¿ photo investigations. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how was the product purchased?--gbp purchased samples online. Based on the packaging, is there any indication of which market the original genuine product may have come from? It's suspected counterfeit product. Was the device used on a patient? If so, was there any patient consequence? No. The following information was requested, but unavailable: is there an indication of how the product was distributed? Unk. Is there any indication of the source? Unk. Investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a closed box labeled as 1953, single barrier folders were visible in the pictures. The image was visually inspected product code 1953 and lot upo6345. Upon visual inspection, multiple labeling discrepancies were identified, for example duplicate time stamps. Based on the samples received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. As part of post-market surveillance, additional monitoring of claims information will be conducted to detect potential safety signals. Device history review: a manufacturing record evaluation could not be completed as batch upo6345 is invalid for san lorenzo. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It's reported that 2 boxes of absorbable hemostat from henan jusheng medical equipment co., ltd. And 2 boxes of absorbable hemostat from henan zhuojian medical equipment co., ltd. With counterfeit characteristics which are basically found on the internal package.